Event description:
During a routine hemodialysis treatment pt experienced a decrease in their blood pressure and required administration of 1l of saline to relieve symptoms. No other medical intervention required. It was reported to nxstage that excess fluid was removed during the treatment.

Manufacturer narrative:
Testing performed on returned cycler indicated that the performance was within the allowable fluid balance accuracy specification. No problem found with returned disposable cartridge. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported event cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.